Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level is 440mg/dl and gave 4u of insulin and blood glucose level again went up to 447mg/dl. Customer treated with manual injection but blood glucose didn't come down. Customer had large ketones. Insulin pump will not be returned for analysis.